Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 86168, was returned and analyzed. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 applications. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The pressure test showed a guide wire lumen (gwl) kink inside the catheter. Dissection showed a guide wire lumen kink was at 1.36 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to a gwl kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.